Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experiences heating at the ipg site when he increases stimulation. The patient was reprogrammed and will follow-up with an sjm representative to discuss the outcome.